Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported leaking valves during a vitreoretinal procedure. There was no patient harm reported. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Manufacturer narrative:
Three opened trocar assemblies in a tray were returned for evaluation. A visual inspection was performed and the samples were determined to be visually nonconforming for the following: the first sample had damaged septum and did not close. The second sample had a septum did not close. The third sample had a damaged septum. A device history record review was conducted. The product was released according to the product¿s acceptance criteria. A root cause could not be identified. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).